Event description:
The patient developed post-op diffuse lamellar keratitis in the right eye after lasik surgery. The patient received topical antibiotic drops and the flap was lifted and irrigated. The patient has recovered with no further problems.